Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens before discovering the power was incorrect. The incision was enlarged to remove the lens and another same model lens was implanted. No sutures were needed. The reporter stated this incident was due to technical error.

Manufacturer narrative:
Visual inspection of the returned prod showed that a piece of the optic was torn off and missing and there was a clear surgical residue on the lens.